Event description:
On (B)(6) 2012, the reporter contacted animas alleging that after swimming with pump , the pump beeped and an alarm appeared on screen (reporter did not note code). Now the pump will not power up at all. The reporter can see moisture behind display lens. The pump is being returned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history was not possible as it was unable to be downloaded due to moisture ingress. The pump was returned for investigation with visible moisture in the display lens. The pump would not power on. A leak test was performed and revealed a case seal leak. The pump cover was removed for investigation and revealed moisture present inside the pump. Moisture damage prevented the completion of a full investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.